Manufacturer narrative:
Alarm happened once, but they had difficulty resuming pumping. There is no blood or visible kinks in the helium tubing.esp person explained the alarm, potential causes and troubleshooting techniques if it continues.

Event description:
User called into emergency support program line to request and report issue during use intra aortic balloon (iab) had gas loss. There was no harm or injury reported.